Manufacturer narrative:
(B)(4). Additional information will be requested from the field. This report will be updated should further information become available.

Event description:
Boston scientific received information that there was oversensed noise noted involving this patient¿s implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. There was no ventricular pauses caused by pacing inhibition due to the oversensing. The device was also found to be at end of life (eol) but there are no allegations against the battery performance. The physician elected to do a commanded shock to test the system, which was successful and yielded a normal shock impedance. During the change out procedure, the physician had difficulty untightening the setscrews in the header and damage was seen to have occurred around the is1 connector on the rv lead as force was applied to remove the lead. The physician elected to replace the whole system and the rv lead was surgically abandoned, while the device was successfully explanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As the rv lead was surgically abandoned and no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.